Event description:
It was reported that the pt was in the emergency room and was unresponsive. Per the reporter, the pt "arouses but then goes back to sleep." It was noted that the pt was "not on ventilator." The date of the last refill was unk. The healthcare professional was considering shutting the pump off. It was believed that the pump was delivering morphine. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).